Event description:
Same case as MDR ID # 2134265-2013-05809 and 2134265-2013-05810. It was reported that during a percutaneous coronary intervention, catheter entrapment and stent damage occurred. The 99% stenosed target lesion was located in moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 1.5mm and a 1.75mm rota rotational atherectomy system were used and two 3.00mm x24mm promus element plus stents were advanced and deployed in an overlapping manner. Then an atlantis sr pro² imaging catheter was used to perform post-interventional ultrasound but it got stuck to the location where the two 3.00mm x24mm promus element plus stents were overlapped. It was noticed that the overlapping part of the two 3.00mm x 24mm promus element plus stents were damaged. The distal part of the other 3.00mm x24mm promus element plus stent, which was implanted distally in the target lesion was damaged as well. There was difficulty in withdrawing the atlantis sr pro² imaging catheter but was remove successfully. The overlapping part of the two 3.00mm x24mm promus element plus stents was dilated using an unspecified balloon catheter. It was observed that there was good blood flow post dilation and a 3.0mm x 12mm unspecified stent was implanted at the distal part of the lesion. No patient complications were reported and patient's status was good.

Event description:
Same case as MDR ID # 2134265-2013-05809 and 2134265-2013-05810. It was reported that during a percutaneous coronary intervention, catheter entrapment and stent damage occurred. The 99% stenosed target lesion was located in moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 1.5mm and a 1.75mm rota rotational atherectomy system were used and two 3.00mm x24mm promus element¿ plus stents were advanced and deployed in an overlapping manner. Then an atlantis¿ sr pro² imaging catheter was used to perform post-interventional ultrasound but it got stuck to the location where the two 3.00mm x24mm promus element¿ plus stents were overlapped. It was noticed that the overlapping part of the two 3.00mm x 24mm promus element¿ plus stents were damaged. The distal part of the other 3.00mm x24mm promus element¿ plus stent, which was implanted distally in the target lesion was damaged as well. There was difficulty in withdrawing the atlantis¿ sr pro² imaging catheter but was remove successfully. The overlapping part of the two 3.00mm x24mm promus element¿ plus stents was dilated using an unspecified balloon catheter. It was observed that there was good blood flow post dilation and a 3.0mm x 12mm unspecified stent was implanted at the distal part of the lesion. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Examination of the returned device revealed the male/female luer connection was disconnected and the imaging core was outside of the sheath, imaging core windup and stuck guidewire in sheath assembly, the guidewire exit port was lifted 1.0mm and imaging core wind up in the telescope assembly was observed during visual analysis. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).